Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9. H3, h6: a product investigation was conducted. Visual inspection: an unknown complaint device (part #: unk - synflate/vbs: synflate lot #: unk) was received at us cq. Upon visual inspection of the device, the shaft was broken. The broken piece was not returned with the remainder of the device. Dimensional inspection: no dimensional inspection was performed as the part was unknown. Document/specification review: no document reviewed was performed as the device was unknown. Investigation conclusion: this complaint is confirmed as the unknown complaint device was received broken at its shaft. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The device part number and lot number are unknown, therefore a mre review could not be performed. Also, a manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure 100673626 rev 8 no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unk - synflate/vbs/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the device was received broken at the shaft. This report is for one (1) unk - synflate/vbs. This is report 1 of 1 for (B)(4).